Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The device was not returned, therefore the event could not be confirmed. An event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was undergoing a procedure to treat an aneurysm in the left, cavernous internal carotid artery (ica). One pipeline flex was implanted without issue. It was reported that another pipeline flex was attempted to be implanted, but did not open on the distal end. The device was removed from the patient and the procedure was ended. There were no reports of patient injury in connection with this event.